Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. A supplemental report will be submitted should further information regarding this event be provided by the hospital. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was slightly bent but was not dislodged from the top of the hot jaw. Based on the evaluation results, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that the hemopro heater wire was slightly bent. We are following up with the hospital to determine the event date, if there were any pt effects, and how the procedure was completed.